Manufacturer narrative:
The reported event of corrosion, iui file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that corrosion was observed on iui connectors, and hospital staff use an emery cloth or brass wire brush to clean the corrosion off the iui connectors, and if successfully removed, the device is returned to patient care areas. No patient involvement was reported.